Event description:
It was reported that a spectrum iq pump had system failure. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system failure was reproduced as a system error 105 at power up. A review of the event history log was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose gears due to missing motor screws. The motor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.